Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported via phone call that the sensor was reading 40 or 42 mg/dl and the insulin pump was alarming threshold suspend but her blood glucose was 79 mg/dl. Customer stated that a sensor error alarm was received and when the sensor was removed, it was bent. Customer was advised that a replacement is being sent.